Event description:
Customer states that during validation of the pool cell assay on galileo, when the allotted time for the indicator cell addition is exceeded, they received valid results. However, the plate is not invalidated and the interpretations present as though there was no errors.

Manufacturer narrative:
Blud direct was used to load the correct version of the bbxtracecodes. Dat file, and remove the incorrect file. The instrument operated normally.